Event description:
The reporter contacted animas on (B)(6) 2012 alleging the contrast button did not work. The reporter denied damage to the keypad and there was no known trauma to the pump. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage; all of the keypad symbols are worn. On testing, the up arrow, down arrow and ok keypad buttons were responsive. The contrast button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The initial MDR was submitted based on the results of the product analysis investigation and not on the reported issue.